Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately four days post implant, the patient experienced inappropriate pacemaker spikes on telemetry. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.